Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The main harness assembly pn (B)(4) was replaced to resolve this issue. No further evaluation was necessary.

Event description:
The following description of the event was received via an email from carefusion germany 234 gmbh on (B)(6) 2014. Carefusion (B)(4) 234 gmbh reported that this unit wiring harness had a loose contact that caused the unit to stop. It was on a on the patient and there was no harm to the patient.